Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7078649. Product family: scs-linear leads, upn: m365sc2218700/m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5097809/7073574.

Event description:
It was reported that the patient experienced inadequate stimulation. The physician assessed that the event occurred due to scar tissue. The patient underwent a procedure to revise the leads.